Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the his bundle lead dislodged multiple times. The lead was attempted to be repositioned, however placement difficulties were encountered. The lead was attempted/not used and replaced. The patient was hospitalized as a result. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.